Manufacturer narrative:
The sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During follow-up for a separate event, it was reported the patient was hospitalized for peritonitis. The discharge summary was received, and revealed the patient was hospitalized from (B)(6) 2018 due to peritonitis. The patient presented to the emergency room (ER) with diffuse abdominal pain, cloudy effluent fluid, fibrin, nausea, dry heaving and right shoulder pain (due to dry heaving). Peritoneal effluent fluid cultures and cell counts were obtained in accordance with the hospital¿s ¿peritonitis protocol,¿ and the patient was given an initial dose of intraperitoneal (ip) ceftazidime and vancomycin (dosages unknown). The peritoneal fluid cell count detected an elevated wbc count of 4.1k (value unknown) with 93% neutrophils, and the peritoneal fluid cultures detected gram negative serratia marcescens. Due to contraindication for fungal prophylaxis and the presence of gram negative rods; the vancomycin was discontinued. The patient was discharged home with pain medication (norco), and directed to continue self-administering ip ceftazidime 2 gm every 48 hours for 2 weeks.

Manufacturer narrative:
Added clinical conclusion a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the patient¿s adverse event(s) of nausea, dry heaving, fibrin, cloudy effluent, abdominal pain, right shoulder pain and peritonitis requiring hospitalization and antibiotic therapy. The definitive etiology of the event(s) is unknown; therefore causality cannot be determined. However, undergoing pd therapy is associated with a high incidence of peritoneal infections. Based on the information available at the time of this clinical investigation, there is no evidence or documentation indicating the liberty select cycler and/or liberty cycler set in any way caused or contributed to the event of peritonitis. Additionally, there is no allegation or evidence of a machine malfunction or of the machine failing to perform as expected in relation to the event.